Manufacturer narrative:
This emdr represents supplemental report # psr-58421 for previously submitted MDR number 2210968-2017-70666, subject of a litigation complaint summary exemption no. E2013037. The referenced exemption was revoked effective may 15, 2019. The information included in this report was submitted outside the required timeframe due to the extended use of exemption e2013037 beyond its revoke date, as documented under (B)(4).

Event description:
It was reported by an attorney the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.